Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a sensor failure after warm up, after which the experienced a hypoglycemic event. The day of the event the patient was feeling a bit fatigued and took a bit of sugar as they felt that the blood glucose levels were low. No fingerstick was taken, and no cgm reading was checked. After this, the patient suddenly lost consciousness and started to have convulsions. A friend from the patient noticed and called an ambulance. When the ambulance arrived, the patient was still unconscious, and the patient only regained consciousness at the hospital. At the hospital, the patient was treated with glucagon and intravenous glucocemin. After treatment a fingerstick was taken and the blood glucose reading was 85mgdl. The patient stabilized at the hospital and was discharged 2 days after the day of the event. During the event the sensor was not showing readings and was showing a sensor failure. At the time of the report the patient was stable, but nervous that the issue would repeat again. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.